Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 40.0 mmol/l. Customer stated that the insulin pump alarmed no delivery during bolus delivery and was hospitalized due to high blood glucose. Customer treated with manual injection and customer was put on IV in the hospital. Customer reported that there is no bent infusion set cannula issue. The customer was wearing the insulin pump during the hospitalization. The product will not be returned for analysis.